Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter would not power on. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable for follow-up when attempted by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2015 at 09:00am. The patient manages her diabetes by self-adjusting her insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that "10 minutes" after the alleged issue occurred, she developed "high blood sugar", but could not specify if any symptoms developed. The patient denied receiving any medical intervention. During troubleshooting the cca noted that there was no apparent misuse of the meter and that the batteries did not require replacing. The meter would not power on when prompted by inserting a correct test strip or by pressing the power button. The issue remained unresolved after training. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged meter issue was not resolved with troubleshooting.